Manufacturer narrative:
Due to character restrictions in block e1 site address: (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit made a continuous beeping sound after the iabp was turned off. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was and the fse confirmed the issue. Fse replaced the power management board to resolve the issue. After replacing the power management board, there is no abnormal sound after the iabp is shut down and it works normally. The device has passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a power management pcb with a reported unit failure of an alarm after being powered off. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure could be confirmed. Sending the board to the supplier for failure analysis per procedure. The following was submitted by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for part. They stated that the part passed with no issues. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. Perform visual check and no abnormalities found. Board was re-tested at fct and passed. Results at inspection and test is good and no abnormalities was defected. Board was ndf.